Manufacturer narrative:
The facilities biomed suspected the issue was due to a bad network card on the board and was provided with the part # to order a replacement to resolve. Based on this information, no further actions are required at this time. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Although there was no adverse event reported, if the connection were to drop during patient monitoring it could lead to serious injury or death.

Event description:
Customer reported device was having an issue where the network connectivity will drop in and out randomly while the device is sitting still.